Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 29. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.